Manufacturer narrative:
(B)(4). Device evaluated by MFR. :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that balloon tear occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced to pre-dilate the lesion. However during the procedure, it was noted that the balloon was torn because of the heavy calcified lesion. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with contrast in the inflation lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. Functional testing with an inflation device filled with water was used to inflate the balloon the rated burst pressure and a pinhole was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon tear occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced to pre-dilate the lesion. However during the procedure, it was noted that the balloon was torn because of the heavy calcified lesion. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.